Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-operative of an unknown procedure, patient returned for leakage of the staple line. No other details of the event are presently known. Device was discarded. Additional information was requested, but to date no more information has been received.

Event description:
Additional information was requested on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and no additional information was received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.